Event description:
Customer reported that the insulin pump alarmed button error alarm. Customer stated that he cleans the device with a wash cloth and he did drop some water on it. Initial blood glucose value was 350 mg/dl. Customer stated that he treated with the insulin pump and about 2 hours later he was down to about 245 mg/dl; he then ate and used the insulin pump again and 2 hours later he was back up to 370 mg/dl. Customer had to treat with manual insulin injection and last blood glucose is 108 mg/dl. Customer stated that the high blood glucose was caused by the infusion set not being inserted properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the device. The unit passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.